Manufacturer narrative:
Customer completed a control solution test with results that were within the appropriate range.

Event description:
Customer reported receiving a lab result of approx 166-170 mg/dl compared to a freestyle reading of 126 mg/dl within 10 mins. Results vary more than the MFR's allowed 20% variance.